Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was sheared at the tip. There was no report of patient impact. The following information was provided by the initial reporter: they also opened the package of a new 22g iagbc and the catheter was sheared at the tip.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was sheared at the tip. There was no report of patient impact. The following information was provided by the initial reporter: they also opened the package of a new 22g iagbc and the catheter was sheared at the tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 27-sep-2022 h6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two 22g x 1.00in. Insyte autoguard bc units, referred to as unit 1 &2, with no product documentation to indicate the reference or lot number. Unit 2 was unused and had damage to the catheter tubing near the catheter tip. The device was received with the needle protruding through the side of the catheter. Microscopic inspection found that the damage was a v-shaped tear. This is indicative of a needle spear through. One of the legs of the v-shape had a longer leg which indicates that there was rotation after or during the needle spear through. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history review could not be completed as no batch number was provided.